Event description:
A ventilator was returned to a third-party service center for service due to a reported issue of assistance required. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, an error code related to the battery was found in the ventilator's downloaded error log. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. It is recommended that the device's battery be replaced to address the issue. Additionally, unrelated to the reportable error code, during the evaluation of the device at the third-party service center, the display was found to be damaged and needs to be replaced.